Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that the patient's communicator did not fully charge. The communicator light never turned green, even after charging the communicator all night, so the patient was unable to bolus. The patient's handset was charged fully and was fully charged at the time of the call to patient services. Patient services had the patient reset the communicator. The patient connected the power supply to the communicator and saw an orange light. Patient services had the patient disconnect the communicator from the power supply and attempt communication. The patient said that the device would never connect. Patient services had the patient ensure that the bluetooth was on, turn off "do not disturb", and then restart the restart the handset. The patient attempt communication again and communication was then successful. The patient then saw code 388 saying that the communicator battery was low. The issue was not resolved. A request was sent for a communicator replacement. During the call to patient services, the patient saw that the patient bolus was disabled. Patient services reviewed the screen meaning with the patient and redirected the patient to the healthcare provider (hcp). When asked for the event date, the patient stated that it was the week of the report and that they would say it was on (B)(6) 2025. It appeared that the patient had a password on the handset. Patient services did not clarify this further due to the patient having difficulties navigating the equipment.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-jul-2022, UDI#: (B)(4) h3. Analysis of the communicator indicated small rattling sound inside with a loose port. There was a failed final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.